Event description:
The time of event is unknown. There was no report of patient harm. Angle wire cut.

Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the adjusting collar rupture. Based on the result, we concluded that it was caused due to the excessive force applied on the adjusting collar. In terms of the angulation stuck, the possibility of angulation stuck occurred in the human body could not be denied. Moreover, based on the technical report""hr-rpt-0587(angle)"" and/or the risk analysis results, it was evaluated to submit MDR.